Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: sleeve gastrectomy - the malfunction occurred at the 2nd firing with a gold cartridge ecr60d.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device did not work properly. It cut without stapling, bleeding. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) date sent: 1/4/2017. Batch # (B)(4). The analysis found that one pse60a device was returned sterile and with no apparent damage and with no cartridge loaded on the device. The device was opened and tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.